Manufacturer narrative:
The technician found the bed with no power or functions working. He found the r44 resistor was shorted on the power control module due to the bridge rectifier being wired incorrectly. The technician replaced the power control module and corrected the bridge rectifier wiring to repair the bed.

Event description:
Info received indicates the bed has no power or battery led's on.